Event description:
It was reported that the customer presented a skin irritation at the insertion site as a result of an allergic reaction to the cannula. The customer experienced symptoms of itching, blisters, swollen eyes, ears, and throat. The customer experienced these symptoms on (B)(6) 2022 and (B)(6) 2022, on both days the customer's neighbor drove her to the hospital. For each visit to the hospital the customer was diagnosed with urticaria and was treated with cortisone, an anti-allergen (the brand of the medication was not provided), and oxygen to help with breathing. For each visit the customer was only admitted for a couple hours and was discharged after receiving treatment.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.